Manufacturer narrative:
Pt. Info.: unknown/ not provided. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tyvek lid of the patient interface had a small pinhole puncture. No additional information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 05/05/2022. Section h3: device evaluated by manufacturer: yes. Section h6: investigation findings 4247 - based on the investigation, it is not believed that this is a design or process issue, but more likely a handling or other impact event that has led to the packaging being punctured. Device evaluation: one (1) opened patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product revealed a small, see-through puncture on the tyvek lid. The reported issue is confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: although the reported issue was confirmed, it is not believed that this is a design or process issue, but more likely a handling or other impact event that has led to the packaging being punctured. The quantity of these defects is small and as such it is determined that packaging under normal use conditions is sufficient and meets design intent. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.